Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. The customer stated when running a test, it is very difficult to see the count down, and they have to hold the meter a certain angle to see the result. There was no allegation of an actual misinterpretation of results.